Event description:
It was reported that the customer was hospitalized due to high blood glucose of 400mg/dl. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. Reviewed the alarm history and found low reservoir and low battery alarms. The caller stated that the infusion set and reservoir were not change to resolve the issue. Performed a fixed prime and high pressure test and they passed. The customer's most recent glucose reading was 326mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.